Event description:
It was reported that post-op the patient had an infection, redness and drainage in the foot and the hardware needed to be removed and bone biopsies was taken. There was no bone infection and the patient was placed on antibiotics and the fusion remained.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.